Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported they recharged the implantable neurostimulator (ins) last friday and didn¿t turn stimulation on, but they were still feeling an intermittent sensation in their ankle like a dull ¿tens sensation.¿ it was noted this was the area in which they typically felt stimulation. Following this the consumer turned stimulation on for a short period and then turned it back off and was still feeling the sensation. During the call the consumer was able to sync with the ins and per their description stimulation was off. There were no traumas, falls, or emi exposure reported related to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.